Event description:
Returned power cords received on (B)(6) 2011 for reported poor design. No mention of sparking was made in reference to the returned power supplies at this time. Twenty-four additional power supplies were received in product support (B)(6) 2011. Customer reported on (B)(6) 2011 that they have a power cord that sparked due to fraying at the adaptor. Customer wraps the power cords around the meter when moving from screening site to screening site . Customer did not know which cord had caused the sparking.

Manufacturer narrative:
Investigation pending.